Event description:
A false reactive advia centaur hbsag result was obtained by the customer and considered discordant when compared to a unconfirmed test result and a previous non reactive test result from another hbsag test method. There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay result.

Manufacturer narrative:
The cause for the discordant positive advia centaur hbsag is unknown. The customer performed confirmatory testing on the positive result it was unconfirmed. No conclusion can be drawn.